Event description:
The customer reported that the device received alarm - error codes / messages, error code 242.4030.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device received alarm - error codes / messages, error code 242.4030.

Event description:
The customer reported that the device received alarm - error codes / messages, error code 242.4030.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken op1, delaminated keypad and third party door latch assy. Latch spring torsion 8100, pivot latch 8100 a review of the device history record showed the device had a manufacture date of 03/03/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the ail sensor assembly a review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received alarm - error codes / messages, error code 242.4030.

Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.